Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The trunk cable was cut, exposing and damaging several wires. The cause for the cut cable could not be positively identified but was likely physical abuse. No adverse event resulted from the cut cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that wires were exposed on his electrode belt. The patient was issued a replacement electrode belt.